Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that over the past 2 weeks they had a gradual decrease in the effectiveness of the device. The patient said their symptoms had returned to what they were before the device was implanted. The patient had been through prostate radiation and the device had helped them a tremendous amount with incontinence. The patient said since about 3 days ago they had not been able to communicate with the ins. The agent reviewed repositioning the communicator but it did not resolve the device not responding message. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from a healthcare professional (hcp) on (B)(6) 2026. The hcp reported that per the patient, what most likely caused or contributed to not being able to communicate with the ins was locations with heavy bluetooth, use by multiple other nearby devices possibly disrupted the manufacturer's bluetooth device communications. The hcp stated that over the weekend the patient again tried to find their device with their recently software updated communicator and amazingly everything worked. The issue was resolved. The hcp stated they were a registered nurse (rn) who filled out the letter based on communication with the patient.

Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.